Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device gave a failed safe resource error. There was no patient, or clinician injury associated with these occurrences. Event occurred during testing. No further details provided at this time.

Manufacturer narrative:
Other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the tamper seal was removed on the plunger assembly and a big chip on the lower left front corner of the top case. Functional testing found the fail safe resource error was at power up - unable to bypass the error to download the event history log. The main board does not operate as intended. The main board was replaced and the device passed all functional testing. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.